Event description:
Caller reported a malfunction on pump, identified by code malf 9. There was no adverse impact to customer¿s blood glucose level, as it did not exceed 500 mg/dl. Cts provided pump reset information and assisted caller with resetting pump, after which malfunction code did not recur. Customer may continue to use pump, with instruction to call back if any issues arise.